Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation. The customer was informed that this device is retired and not on the FDA-approved AED list.